Manufacturer narrative:
No audio/beep anomaly noted during testing. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery alarm due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring, cracked reservoir tube window, cracked case at reservoir tube window corners. .

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons was came into the window and into the insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had no delivery alert but also will not give the alert. Troubleshooting was performed. The insulin pump will not be returned for analysis.